Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b1 - selected adverse event and product problem. 2. Section b2 - selected outcome. 3. Section b5 - updated summary. 4. Section d10 - added concomitants. 5. Section h1 - changed malfunction to serious injury. 6. Section h6 - changed from 4582 to 1905 in health effect - clinical code and changed 2199 to 4607 in health effect - impact code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia, battery failed alarm and label missing. Blood glucose value at the time of event was 400 mg/dl. The customer was treated in hospital. The event involved product(s) mmt-1880l, mmt-332a, unomedical. Troubleshooting was performed for the cosmetic damage, and the damage not impacting pump functionality. Troubleshooting was performed for the battery failed alarm, and the customer did not try a replacement battery cap. Troubleshooting was not performed for high blood glucose. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Event description:
It was reported to medtronic minimed that the customer reported the battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed for the cosmetic damage, and the damage not impacting pump functionality. Troubleshooting was performed for the battery failed alarm, and the customer did not try a replacement battery cap. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.